Event description:
The pt was implanted with an implantable ventricular assist device (ivad). It was reported by the vad educator that the pt experienced occlusion alarms accompanied by numbness and tingling for two weeks prior to the reported event. It was reported that all would resolve when pt would lay down. It was reported that during this period several events took place - pt was placed on dual drive console (ddc) when occlusion alarms were experienced when supported by a portable driver and ambulant; upon pt showing systolic b/p's 90-100, she was switched back to her portable driver with drive pressure at 270 psi and no further alarms were experienced; the pt developed bruise over the vad pump pocket site (1x1cm in size) with slight tenderness; several days later, the vad educator assessed the area and noted an edema at the site (8x9cm in size), which was painful, later that day, the pump pocket site became firm and serial h & h's were drawn; the next day a CT of the abdomen revealed subcutaneous air, where the pt had developed an edema at pump pocket site. Subsequently, the vad was exchanged with another vad.

Manufacturer narrative:
The pt remains ongoing on ivad support. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.